Manufacturer narrative:
11/17/1998- supplemental report sent to FDA.

Event description:
The device was used during a laparoscopic birch procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.